Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was taken to the emergency room (ER) and was subsequently taken to the intensive care unit (ICU) with a blood glucose level of 600 mg/dl, vomiting, and high ketones, ketone levels considered life threatening by their health care provider. Customer attempted to address the elevated (bg) by changing the infusion set. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 2024 with no permanent damage. Ultimately, the customer reverted to an alternate form of insulin therapy.